Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® edta 2k the shields had molding defect (short shot). This occurred on 2 separate occasions, however, the patient impact is unknown. The following information was provided by the initial reporter, translated from japanese to english: during the use of tubes, an hcp found that the shields were partially chipped (short shots).

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for short shot with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® edta 2k the shields had molding defect (short shot). This occurred on 2 separate occasions, however, the patient impact is unknown. The following information was provided by the initial reporter, translated from japanese to english: during the use of tubes, an hcp found that the shields were partially chipped (short shots).